Manufacturer narrative:
The complaint of a break in the retention dome is confirmed and will be reported as user related. Upon receipt, a partial semi-circular break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube and reveals a complete bond. The broken section of the retention dome was not returned for evaluation. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicates the complaint sample had been in place for approximately 188 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A break in the retention dome during traction removal. The pt was (B)(6) female. The device had been in place for 188 days prior to the complaint incident. The tube was free-floating within the stoma prior to the removal. The broken dome was removed from stomach under endoscopic guidance.